Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported by a clinic that this pacemaker appeared to be exhibiting premature battery depletion. The local sales representative planned to follow up with technical services. No adverse patient effects were reported. At this time, the device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by a clinic that this pacemaker appeared to be exhibiting premature battery depletion. The local sales representative planned to follow up with technical services. No adverse patient effects were reported. At this time, the device remains implanted and in service. The local sales representative confirmed with the clinic that the device remains implanted and in service. The battery status was being followed in the remote monitoring system and a replacement procedure was planned for in april. This report will bw updated if additional information is received.